Event description:
The patient is potentially affected by the fsn: crm-sal-2023-001. The patient was seen in august for his 6-8 weeks follow up. The patient was contacted to come again in the next 2 weeks.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient is potentially affected by the fsn: (B)(4). The patient was seen in august for his 6-8 weeks follow-up. Patient was contacted to come in again in the next 2 weeks.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Refer to the attached analysis report.